Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that some bands in the returned ligator head were moved from their position and overlapped. The bands were also broken/damaged. The ligator head teeth were bent/damaged. The trip wire was not secured in the handle. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head returned with some bands were moved and overlapped and some bands were broken, and the ligator head teeth were bent/damaged. These suggest that the device could not deploy. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip through the handle assembly leading to inability of the device to deploy the bands, making the bands moved them from the original position, overlapped and broke, consequently, bending/damaging the ligator teeth. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6), 2022. During the procedure, the bands on the speedband could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2022. During the procedure, the bands on the speedband could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).